Manufacturer narrative:
D3: updated. H3 and h6 codes: updated. One sample was returned for evaluation. Review of the lot history revealed no nonconformities that could have contributed to the reported complaint. Visual inspection of the device showed no physical damage or anomalies. The customer provided two photographs, one of which indicated a possible leak location. Functional testing was performed, and while the cuff inflated, it subsequently deflated. Submersion testing in water revealed a channel between the base of the cuff and the main tube. The reported complaint of balloon pressure loss was confirmed. The probable cause was identified as a welding error during manufacturing in tijuana.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported during intubation in the trauma unit; the ballon's pressure was removed. The event occurred while in use with patient at the hospital. The operator of the device is a health professional. There was a patient involvement and there was no patient harm.